Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's nurse reported via phone call that customer was hospitalized due to high blood glucose and diabetic ketoacidosis. Blood glucose was 603 mg/dl,237 mg/dl and treated with insulin drip, pen. The insulin pump will not be returned for analysis.